Event description:
In 2013 had arthroplasty and almost died due to maxillary artery being hit. (B)(6) 2014 bilateral tmj concepts placed. (B)(6) 2014 pt had white heads all over the incision and pain on the left 9-14 biopsy of left joint. Wound was now draining pus and is currently. Drainage has been nonstop since (B)(6) 2014. In (B)(6) 2014, admitted to hospital and had wound debridement along with a PICC until (B)(6) 2015. In (B)(6) 2015, tmj concepts removed on the left and a silastic spacer placed. Wound is still draining a foul smelling pus. In (B)(6) 2015, another débridement and a new silastic spacer placed. In (B)(6) 2015, PICC line placed again and would still draining. Infection shows p. Acnes, staph coag negative, enterococcus. There are other pts experiencing this same issue that are afraid to report it for fear of pt abandonment. Please help. The pain is horrible. We all have immune issues now and also have severe pain. Joint feels like it is on fire.